Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to noise. A connection issue was suspected but unconfirmed. The patient was stable.

Manufacturer narrative:
The reported field event of noise could be confirmed in the laboratory via stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.